Event description:
It was reported that the external pulse generator (epg) could not "correctly set a pacing rate." Another epg was then used and worked properly. The physician chose to take the epg out of service and no longer use it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.